Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Further investigation has been performed. Visual inspection was performed and observed damaged to the sensor tail. This damage was determined to have occurred after the sensor was removed and no other issues were observed. The data was extracted from the sensor patch. The sensor was then de-cased and visual inspection of the sensor was performed and observed solder balls on the pcba(printed circuit board assembly). No other abnormalities were observed. A glucose test was performed on the sensor with a known good reader and no abnormalities or defects were observed. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Expiration date and device mfg date were updated based on returned product download. Serial number was updated from unk to (B)(4).